Manufacturer narrative:
(B)(4). Date of follow-up report : 06/28/2016. The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device was sealing well until the surgeon started dividing the messentary down to the root of the small bowel. End tones, indicating a completed seal cycle, were heard but bleeding was observed. The surgeon addressed the bleeding with sutures, and a new lf1744 ligasure was used to complete the procedure. No patient injury occurred, no unanticipated tissue loss, and no unanticipated blood loss of more than 500cc.